Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical products:: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. Associated products: medical product: unknown oxford tibial component, catalog no.: unknown, lot no.: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00351. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on (B)(6) 2002. Subsequently, a revision procedure due to pain and stiffness associated with poly wear was performed on (B)(6) 2021. Malrotation of the femoral component is reported as a contributing condition related to the event. No additional information is available.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on (B)(6), 2002. Subsequently, a revision procedure due to pain and stiffness associated with poly wear was performed on (B)(6), 2021. Malrotation of the femoral component is reported as a contributing condition related to the event. No additional information is available.

Manufacturer narrative:
(B)(4). Complaint summary: as the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with any supporting documentation which could provide additional information. Pre-revision radiographs can be assessed, but it is not possible to tell without post-primary radiographs whether the reported mal rotation of the femoral component has changed over time or if this alignment was suboptimal following the primary procedure. So review cannot be performed without post-primary radiographs. A review of the manufacturing history records could not be performed as lot numbers are unknown. A review of the complaint database could not be performed as item numbers and lot numbers are unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information, furthermore, the supplied photograph does not yield any information that could identify the cause. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00351-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.